Event description:
An aneurx stent graft system was implanted in a patient for endovascular treatment of a 6.7 cm abdominal aortic aneurysm. Vessel morphology at the time of implant is unknown. It was reported approximately 22 months post stent graft implantation, the patient was seen for a routine follow-up appointment. The CT demonstrated the stent graft had migrated 1cm distally with a proximal type I endoleak and aneurysm enlargement to 7.3 cm. The cause of the migration was due to aortic neck angulation. The physician implanted an aneurx aortic cuff. No additional clinical sequelae have been reported and the patient is fine.

Manufacturer narrative:
.